Event description:
It was reported that during a lap cholecystectomy, the device locked on the vessel during use. A second clip applier was used around it; the vessel was cauterized in order to remove the locked device. There was no consequence to the pt.